Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.